Event description:
Pump was reported to be infusing a tpn solution containing dextrose, amino acids and lipids. Pump was set to ramp up for 1 hour and ramp down for one hour and the total infusion time was 12 hours including ramps. The patient reported on one occasion the pump ran the tpn in over 11 hours and 15 minutes, without ramp down mode. The following night, the pump ran the tpn over 11 hours without ramp down mode. No medical intervention was needed and no patient injury resulted. Despite baxter's efforts to obtain additional information regarding the date the report occurred, pump programming and set-up information, specific patient details, and the tubing product code and lot number being used, no further information was available.